Event description:
Complaint alleged that the medics arrived on location where the basic life unit was performing CPR on a pulseless apneic pt (age unknown). The basic life support unit was monitoring the pt with their automatic external defibrillator device. The device advised "check pulse". The basic life support unit continued pt CPR. The medics then connected their device and electrodes to the pt, noting that the pt was not diaphoretic. The pt was presenting a pulseless electrical activity (pea) heart rhythm, with pacer spikes (the pt had an internal cardiac pace defibrillator). However, there was no mechanical heart rhythm capture. The automatic external defibrillator electrodes were then removed from the pt. The pt was then transferred to the ambulance. The pt was placed on backboard for CPR purposes. The medics then began to pace the pt, without difficulty. They obtained electrical capture, but there was no mechanical capture. Pt CPR was continued. During pacing, the medics selected the 4:1 option and noted that the pt was presenting a ventricular fibrillation (v-fib) heart rhythm. The medics then selected the defibrillation mode on the device, and charged the unit to 200 joules. Upon delivery of the shock, the medics observed a spark emanating from the anterior pad. The pt continued to present a v-fib heart rhythm. The medics administered a second shock at 300 joules. Upon delivery of the second shock, the medics observed two sparks emanating from the anterior pad. The pt was "momentarily converted to pt's original pacer/pea rhythm, then going back into v-fib". A third shock was administered at 360 joules, hhowever the deivce displayed a "check pads" message. The medics then removed the electrodes, and applied a fresh set of electrodes, and continued to shock the pt without further complications with the device or with the fresh electodes. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.